Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the plug in is broken. There was no reported patient involvement.

Manufacturer narrative:
Serial number not provided